Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing not detecting a closed door occurred. A review of the event history log revealed multiple events of "door jammed!" And shut door - power off. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be link screws out of adjustment. The link screws require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed insert slide clamp after door was closed, not detecting closed door. The event happened during performance verification test during set up at the biomed service department. There was no patient involvement. No additional information is available.